Event description:
The device was used during a laparoscopic liver resection. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.